Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon but dislodged the valve up and did not resolve the pvl. Subsequently, a second transcatheter bioprosthetic valve was placed deep inside the first valve and post-dilated with 20 mm non-medtronic balloon which reduced the pvl to mild. No adverse patient effects were reported.